Manufacturer narrative:
Physio-control evaluated the removed power supply assembly. It was determined that the cause of the reported issue was due to process residue on the power supply assembly which caused the board to short. The device would therefore not function with ac or dc power.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the power supply assembly. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device could not be powered on with ac or dc power. There was no patient use associated with the reported event.